Event description:
It was reported that the product is covered with lubricant and the urine is not completely ejected, causing infection and pain. Pt had to have a foley catheter placed and was hospitalized for 8 days. The foley catheter remained inserted for 3 weeks after that allowing the pt time to heal.

Manufacturer narrative:
The reported issue is inconclusive due to no sample was returned for evaluation. The sample was not returned. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. (B)(4).